Event description:
Additional information received from the manufacturer representative reported the 505 error code was resolved after interrogating the implantable neurostimulator (ins) with the clinician programmer. The replacement procedure for the ins was not due to the 505 error code, but rather because the battery was at end of life.

Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The consumer, via the manufacturer representative, reported they were seeing error code 505 on their patient programmer. No symptoms were reported. The manufacturer representative was not with the patient at the time of the call, so they did not try interrogating the implantable neurostimulator with the clinician programmer. Additional information later received from the manufacturer representative on (B)(6) 2015 reported the issue had been resolved. A battery replacement was done. No further information regarding troubleshooting and specific information regarding the replacement procedure was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.